Manufacturer narrative:
The 3cm gliasite catheter model # 1030 did not malfunction. The device underwent several durability tests and was verified as conforming to device specifications listed in batch records, procedures, quality checks and design. Tests for integrity were performed by a licensed medical professional before it was implanted with no leaks found and saline held the spherical shape of the balloon in the resected cavity for five days after it was implanted. Upon explanting with no issues found; no leaking, no popping or destruction. The pt was released the next day on (B)(6) 2014. (B)(4). Isoray medical inc. Believes this notification is in direct relation to this MDR. It states, "a three position stopcock was incorrectly positioned at the time of inflation and the I-125 saline solution was diverted to another syringe rather than to the balloon. All material is accounted for an is being held for dis. The three position stopcock is not part of the vendor's kit". The device is agreed to be returned upon completion of the medical professionals internal investigation.

Event description:
Pt had a 3cm gliasite catheter model# 1030 implanted on (B)(6) 2014, with I-125 iotrex solution after loaded on (B)(6) 2014. Treatment duration was approximately 66 hours and trans-scalp retrieval of iotrex solution initiated on (B)(6) 2014. The solution was un-retrievable by accessing the infusion port. The secondary measure to retrieve the iotrex was initiated by accessing the catheter's safety lumen. Upon accessing the safety lumen for retrieval, it was determined that there was little fluid in the balloon. The catheter was tested prior to being implanted into the pt on (B)(6) 2014, by infusing saline into the catheter and successfully retrieving it with no leaks found. After implanting the device, saline was infused once more to keep the spherical shape of the balloon in the resected cavity. The 5 days later, on (B)(6) 2014, this saline was successfully retrieved infusion of the iotrex solution initiated. After the scheduled explanation of the 3cm gliasite catheter on (B)(6) 2014, the balloon was filled with saline to verify its integrity. The balloon was successfully inflated and saline removed with no sign of leakage.